Event description:
The patient reported their implant hasn't worked real well and hasn't lived up to expectations. It was stated that the patient had an appointment scheduled for (B)(6) 2016. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Event description:
Additional information received reported the patient was instructed on how to change programs. It was noted they hadn't tried program 2 or 3, and they had stopped fiber supplement since the patient had hoped that the nerve stimulator would take care of all of their problems. It was stated that the implant not working well was resolved by the patient starting the fiber supplement and they maintained on program 2 where they hadn't had incontinence episodes since they were seen on (B)(6) 2016. During their appointment, the patient stated they had at least 1 episode of fecal seepage per week with loose stools. They were doing much better with control of solid stool and gas. It was noted they did try changing the program but was unfamiliar with the device. The patient had no pain or bleeding or any other prolapsing issues. It was noted the nerve stimulator implant incision site was well healed. Their programmer was interrogated. It was stated the patient was previously on program 1 with a maximum level of 4.1 and they were currently on program 4 with a maximum level of 6.4 which was where they were now. The patient was reset to program 2 with a power level of 1.9 where they had some stimulation. It was noted the patient would follow-up in another 3-6 months if they continued to have seepage episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.